Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "suspected/actual rupture ... Ptosis."

Event description:
Healthcare professional reported "suspected/actual rupture ... Ptosis" via nbir. This record is for the "right" side. The device was explanted and replaced.